Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of intensive care ("the baby was in the nicu for about 37 days and progressed well") and premature baby ("premature birth") in a male patient exposed to essure during pregnancy. The mother's past medical history included gravida ii, premature birth, high risk pregnancy and c-section. Concurrent conditions included bicornuate uterus. On an unknown date, the mother (gravida 3, para 3) had essure inserted. On an unknown date, the patient was diagnosed with intensive care (seriousness criteria hospitalization and medically significant) and premature baby (seriousness criteria hospitalization and medically significant). The patient was hospitalized for 37 days. Last menstrual period and estimated date of delivery were not provided. The patient was exposed to essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the intensive care was resolving and the premature baby outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for intensive care and premature baby with essure. The reporter commented: male baby was in the nicu for about 37 days and progressed well. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality safety evaluation received. Company causality comment: this spontaneous case report refers to a male neonate whose mother got pregnant approximately eight years after inserting essure and after his premature birth, the baby was in the nicu for about 37 days and progressed well (intensive care). Intensive care and premature baby are unanticipated in the reference safety information for essure. Since part of essure coils are normally hanging into the uterine cavity, a mechanical interference of the device on developing pregnancy, leading to prematurity, cannot be excluded. Therefore, a causal relationship with these events cannot be excluded. This case was regarded as incident, as a serious injury related to essure was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information was requested.

Manufacturer narrative:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of intensive care ("the baby was in the nicu for about 37 days and progressed well") and premature baby ("premature birth") in a male patient exposed to essure during pregnancy. The mother's past medical history included gravida ii, premature birth, high risk pregnancy and c-section. Concurrent conditions included bicornuate uterus. On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with intensive care (seriousness criteria hospitalization and medically significant) and premature baby (seriousness criteria hospitalization and medically significant). The patient was hospitalized for 37 days. The patient was exposed to essure during the first, second and third trimesters of pregnancy. At the time of the report, the intensive care was resolving and the premature baby outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for intensive care and premature baby with essure. The reporter commented: male baby was in the nicu for about 37 days and progressed well. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded however, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jun-2017: reporter did not respond to follow-up attempts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (reference number: mw5067614) on 15-feb-2017. This spontaneous case was reported by a regulatory authority and describes the occurrence of intensive care ("the baby was in the nicu for about 37 days and progressed well") and premature baby ("premature birth") in a male patient exposed to essure during pregnancy. The mother's past medical history included multigravida, premature birth, high risk pregnancy and c-section. Concurrent conditions included bicornuate uterus. On an unknown date, the mother started essure. The mother's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient was exposed to essure during the first, second and third trimesters of pregnancy. The patient was diagnosed with intensive care (seriousness criteria hospitalization and medically significant) and premature baby (seriousness criteria hospitalization and medically significant). The patient was hospitalized for 37 days. At the time of the report, the intensive care was resolving and the premature baby outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter provided no causality assessment for intensive care and premature baby with essure. The reporter commented: male baby was in the nicu for about 37 days and progressed well. Company causality comment: this spontaneous case report refers to a male neonate whose mother got pregnant approximately eight years after inserting essure and after his premature birth, the baby was in the nicu for about 37 days and progressed well (intensive care). Intensive care and premature baby are unanticipated in the reference safety information for essure. Since part of essure coils are normally hanging into the uterine cavity, a mechanical interference of the device on developing pregnancy, leading to prematurity, cannot be excluded. Therefore, a causal relationship with these events cannot be excluded. This case was regarded as incident, as a serious injury related to essure was reported. A product technical analysis and further information are being sought.